Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post-implant, the physician elected to perform a defibrillation threshold (dft) test. When ventricular fibrillation (vf) was induced, the device appropriately detected and provided therapy, but could not convert the arrhythmia. Two consecutive attempts were performed, the first was 65 joules with a shock impedance measurement of 100 ohms and the second was 75 joules reversed polarity with a shock impedance measurement of 109 ohms. External conversion was performed bring the patient out of vf. After viewing the x-ray, the physician elected to reposition the electrode. After the electrode was repositioned, the physician performed a manual shock test of 10 joules and the impedance measurement was 55 ohms. Vf was then induced and a single 75 joule shock converted the vf with a shock impedance measurement of 54 ohms. No additional adverse patient effects were reported.